Manufacturer narrative:
(B)(4). Device passed all functional tests including displacement, and self test. No hardware low level failure alarm was noted during testing; however, hardware low level failure alarm is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure. The customer's blood glucose level was 224 mg/dl. Troubleshooting was not performed for pump error. Customer reports the active insulin updating message was received from the auto mode readiness screen. Customer was able to clear the alarm. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.